Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease underwent oblique lateral interbody fusion at l2/3, l3/4, l4/5.during im plantation, the cage broke. All fragments were removed after much efforts. Second attempt to implant another similar cage also resulted in cage breakage but was left in place in broken condition. During the second attempt, the majority of the implant was left in the patient. The surgery took longer than expected. No patient complications as a result of this event. No revision is planned currentl y.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.